Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.